Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patients mother to reset the receiver which was unsuccessful. Patient's mother was then advised to reset the bluetooth and close out of all background applications on the smart device which was also unsuccessful for the reported issue. No additional patient or event information is available.